Manufacturer narrative:
Manufacturing site evaluation: on-going.

Event description:
Country of complaint: (B)(6). Motor set to counter-clockwise, for use, clockwise rotation is required. The cause of the change in direction of the motor is unknown. The drill bit entrained the sleeve during use. Resulted in temporary epidural bleeding. It was reported that the patient is doing well now.

Manufacturer narrative:
Investigation: no product is at hand. Conclusion and root cause: based on the information available the root cause of the failure is most probably user related. Rational: we assume that the problem was caused through the incorrect drilling direction (counter-clockwise, motor incorrectly set). The drill guide moved along with the drill into a counter-clockwise direction. There is a notice in the IFU, which gives an indication of the counter clockwise thread of the drill guide. By this it is clear, that during operating with the wrong drill direction there is a risk that the sleeve moves downwards. No CAPA is necessary.